Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in spain, valve interacted with the conduction system. Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. On post operative day (pod) 2 the heart block had progressed and 5 days post procedure (pod 5) a permanent pacemaker (ppm) was implanted. Final valve deployment was below 0-5mm just under the tricuspid annulus. As per medical opinion, patient already had an indication for ppmi. Patient was discharged.